Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt received a jolt when the implantable neurostimulator was turned on, following an attempt to adjust parameters using the pt programmer. The device was, then, turned off. It was not possible to decrease the stimulation as the "lower limit" screen was encountered. The pt was to contact the physician. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.